Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device's output time of sync r wave was incorrect. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated by a zoll canada field representative at the customer site. Review of the provided data file showed occurrences of qrs complexes not identified by sync markers, but at these times there is noise and artifacts from what appears to be patient movement or road noise. Artifacts can affect the devices' ability to recognize qrs complexes consistently. This is not a device malfunction. No trend is associated with reports of this type. The x series operator's guide states: warning! Only skilled personnel trained in advanced cardiac life support and familiar with equipment operation should perform synchronized cardioversion. The precise cardiac arrhythmia must be determined before attempting defibrillation or cardioversion. Before attempting synchronized cardioversion, ensure that ECG signal quality is sufficient to minimize the risk of synchronizing on artifact...a standard ECG cable and ECG electrodes are recommended for use during cardioversion. Hands-free therapy electrodes may be used as an ECG source. Signal quality will be equal to that of standard leads except immediately following a discharge when there may be more noise due to muscle tremors, especially if an electrode is not in complete contact with the skin.